Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and oversensing of potential myopotential noise one week post implant. The physician suspected a potential lead perforation through the septum. The patient remains asymptomatic. Outputs were increased and sensitivity programming changes were made. Monitoring is being continued at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.